Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the cgm error did not reoccur, and the customer successfully initiated their sensor session.